Event description:
A malfunction was reported on the customer's pump. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided the customer with pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arose again.